Manufacturer narrative:
A supplemental report will be submitted upon comnpletion if the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened up the cassette door there was fluid leaking from the cassette door. The sample was not made available for analysis. During follow up, the pt¿s pd nurse reported that there were no complications with the pt. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.